Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, there was difficulty closing the clamshell. A new shell was opened to complete the case. There was no patient injury.